Event description:
It was reported that the patient experienced syncope and presented to the hospital. The device battery was depleted and it was noted to have depleted during the warranty period. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : (B)(4): the device was returned and analyzed; analysis revealed no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).